Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dosage via an implantable infusion pump. The patient's medical history included a motor vehicle accident that occurred in 1985 that left the patient in chronic pain following a leg amputation, broken hip, broken arm, back, leg, neck, and a crushed pelvis. It was noted that the patient was on morphine and was "so immune to medicine" due to her high immune system. The patient was reported to be on the fentanyl patch before the pump as well as a history of taking dilaudid, valium, and codeine and was still in pain. It was mentioned that the patient had 39 surgeries related to the accident. It was reported that the patient has had multiple surgeries related to the pump. It was stated that she has had "3 medtronic pumps in 2 years" however, this was contradictory to records which indicated that the patient has had an initial pump implant and a revision. The first surgery was noted to have occurred on (B)(6) 2016 and was due to the pump twisting and moving. In (B)(6) 2016 it was reported that it "did a 180" and was bruised. A second surgery was noted on (B)(6) 2016 for an unreported reason. It was reported that in 2016 around 2 months after surgery the pump was moving and bruised. On (B)(6) 2017 it was reported that a third surgery took place in relation to the pump. The patient has been noted as suffering from twisting and pain that was killing her which started in (B)(6) 2017. It was reported that the patient is looking for an alternative to the pump because of the scar tissue present in her abdomen. The scar tissue was noted as being related to 19 different surgeries, three of which were related to the pump, it was noted that the patient consulted a plastic surgeon and can no longer have surgeries in her abdomen because of the scar tissue. It was reported that in (B)(6) 2017 during a pump refill the healthcare provider (hcp) discovered that the pump had turned and stated that a "magnifying x-ray" needed to be performed. During the patient's last refill the hcp was noted as having had difficulty refilling the pump; it was reported that he was "punching punching, and it took him 19 times to get it". The patient inquired about the pump therapy and the medication that is used and was redirected to their hcp for further information. The patient noted that the pump continues to be getting pushed out be her body and aggravating the scar tissue. No further complications have been reported as a result of this event.